Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst in the vessel. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst in the vessel. There was no reported patient injury. The user is in training with the mynx. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 not depressed. The stopcock was found in the open position. No syringe was returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. In regards of the sealant sleeves conditions no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for product investigation. The balloon was noted deflated, and the core wire was present. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis; however, during inflation, a loss of pressure was observed, consistent with the reported event. A high magnification microscopic evaluation was executed to assess the balloon. During this analysis, a longitudinal tear was observed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced. However, handling factors (user was in training during use of the device), access site vessel characteristics (which was not provided) and/or concomitant device factors (which was not returned for analysis) likely contributed to the reported event since excessive force, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, it states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst in the vessel. There was no reported patient injury. The user is in training with the mynx. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.